Event description:
It was reported that as a result of having the product implanted, the pt has experienced extreme physical pain. The pt has had an add'l procedure to explant most of the mesh.

Manufacturer narrative:
The finished product met all specs prior to being released for general distribution. The lot number is unk, therefore the device history record could not be reviewed. The instructions for use which accompanies each device states in the adverse reactions: "complications associated with the proper implantation of the avaulta solo synthetic support may include, but are not limited to those typically associated with surgically implantable materials, including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or laceration of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge)." (B)(4).